Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Multiple cuts in the outer insulation was observed throughout the lead body which could have caused position difficulties during implant. The "unintended use error caused or contributed to event" investigation conclusion code was selected based on the analysis finding of cuts in the outer insulation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant the lead body appeared abraded due to multiple repositioning attempts. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that during the implant there was indication of a lead fracture thus the lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that during the implant the lead body appeared abraded. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that during the implant the lead body appeared abraded due to multiple repositioning attempts. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.